Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide only the actual lot number for product code 830041, which was implanted in patient:fresh information: both product code and lot number are unknown. (This will be clarified on additional fu prod. Code will remain 830041). What was the actual procedure performed in 2008 that resulted in the patient having a tvt inserted (product code 830041): tvt surgery. It was reported that pt. Had tvt surgery in 2008. It turned out that the tvt tape had caused the cystolith. Please provide the following: a. Please confirm that patient experienced a cystolith which is a stone in the bladder: yes. B. If you answered yes to question 3 a. Please confirm that the doctor/surgeon drew the conclusion that the cystolith (stone) was a result tvt (product 830041) that was inserted in 2008: yes. C. What is the rationale/reasoning associated with this conclusion that the tvt resulted in pt experiencing a cystolith: no information. D. Tvt inserted in 2008. When did the cystolith occur provide date: no information. E. Did patient receive any tx (medical or surgical) as a result of the cystolith: no information. If yes please explain what specific treatment was rendered: no information. F. Did the cystolith pass on its own: no information. G. How is the patient doing at this time: the patient is going to undertake surgery to remove tvt tape. 4. It was reported that the product 830041 was disposed of please explain was the mesh removed did the patient undergo surgery to remove the mesh: the mesh was not removed. Also, the patient did not undergo surgery to remove the mesh. Regarding ¿device availability¿ in siebel, I should have selected ¿not available ¿ implanted device.¿

Event description:
It was reported that the patient underwent an urological procedure in 2008 and the mesh was implanted. Following the procedure, the patient developed cystolith; a stone formed in the bladder. The patient is going to undertake a surgery to remove a mesh. The doctor opined that cystolith was a result of mesh insertion in 2008.

Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight and bmi at the time of index procedure - no information. Date of initial surgical procedure? - the operation was done in about 2008. However, the exact date is unknown. What were current symptoms following the index surgical procedure? Onset date? - the patient had a cystolith as of (B)(6). Onset date is unknown. Other relevant patient history/concomitant medications. - no information. Product code and lot number? - unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? - the product caused the event. Did the mesh erode into bladder or was the mesh placed through the bladder? - dr. Told us that the layer placed tape was not so good. Has the patient received any medical or surgical intervention for the cystolith? - no information. When is the tvt removal procedure scheduled for? - no information.